Event description:
It was reported that the flow issues occurred during use with a prn adapter. The following information was provided by the initial reporter: "on (B)(6) 2020, when the nurse injected normal saline into the heparin cap for tube flushing, the normal saline could not enter the tube smoothly and blocked at the heparin cap, so the tube flushing could not proceed normally. After the problem occurred, the heparin cap was immediately replaced for tube flushing again, and the tube flushing proceeded smoothly without any other adverse effects."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077538. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flow issues occurred during use with a prn adapter. The following information was provided by the initial reporter, "on (B)(6) 2020, when the nurse injected normal saline into the heparin cap for tube flushing, the normal saline could not enter the tube smoothly and blocked at the heparin cap, so the tube flushing could not proceed normally. After the problem occurred, the heparin cap was immediately replaced for tube flushing again, and the tube flushing proceeded smoothly without any other adverse effects."